Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure high and low purge flow conditions was likely biomaterial build up in the purge gap due to a the patient's condition. The rise in purge pressure occurred over 5 hours without a motor current spike noted leading up to the increase indicating a gradual buildup vs sudden event. Additionally, the patient was noted to be off systemic anticoagulation for several days post procedure which is likely a contributing factor.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp and was switched to an impella 5.5 five days later. While on the impella 5.5, the patient was found to have purge flow below 3. Tissue plasminogen activator protocol was initiated. De-air was performed. The procedure was successful with this device.